Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31151798l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and during the ablation phase, the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. It was reported that there was a pericardial effusion. It was discovered by anesthesia. They noticed a drop in blood pressure and then from there, it was visualized with the soundstar catheter. The patient went to the intensive care unit (ICU). The patient did not have a pericardiocentesis and there was just a lot of monitoring. The anesthesiologist stated that they did two rounds of reversal agents. The patient's last known status was stable. The following biosense webster inc. (Bwi) products were in use: the stsf catheter, a pentaray, a webster cs catheter and soundstar. The stsf catheter is not available for return as it was discarded. Additional information was received on 31-may-2024. The physician's opinion on the cause of this adverse event is the procedure. After the ablation surgery concluded, patient was sent to an ICU and monitored. Later that day, the decision was made to perform a pericardiocentesis. No further information was shared with bwi staff regarding the patient¿s condition. The patient required extended hospitalization. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion and there was no evidence of steam pop.